Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet could not charge on the new charging pad despite proper placement and use of multiple outlets, resulting in inability to use the pump and a switch to multiple daily injections; the event aligns with a premature battery discharge associated with the battery component. Symptoms included hypoglycemia, hyperglycemia, polydipsia, dry mouth, hot flashes/flushes, and vomiting. Outcomes included the need for unexpected medical intervention in the form of medication management via injections and glucose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem traced to the battery, consistent with a premature discharge of the battery. It was concluded, based on previously established findings for similar reports, that the cause was component failure.